Manufacturer narrative:
Correction: sections a.1, a.2, a.3, b.1, b.2, b.5, b.6, d.1, d.4, d.5, d.6a, d.6b, e.1, e.2, e.3, g.2, g.3, h.4, & h.6. Advanced bionics no longer considers this event reportable. This event was reported in error, there is no complaint against this device. The cause of the recipient's dizziness is not device related. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing dizziness. The recipient started attending physical therapy. The recipient received blocks on the spine. The recipient has been improving neck pain, however, dizziness remains.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.